Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 229847 indicates that units were produced on (B)(6) 2012. There were no issues found in samples inspected from the lot. Maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. The shield was changed from a laser treatment of the hinge area to a latch configuration on (B)(6) 2012. Process monitoring data showed that the shield loader was worked on during production of one of the needle lots. A review of the machine setup was conducted and there were no issues.

Manufacturer narrative:
A lot number was not provided with the complaint. A review of the lot history records is not possible without a lot number. Maintenance records (both corrective and preventive) and calibration records could not be reviewed and a review of the machine setup could not be conducted without a lot number. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received in the future. The exact root cause of the issue reported by the customer could not be determined without an actual sample to examine. The most likely root cause is improper use of the product. Under step 7 in the instructions for use it states: immediately following the injection or aspiration procedure, lock the safety needle shield using any of the following methods: push the safety shield forward in a single-handed manner to cover the needle and lock the shield. Keep your finger or thumb behind the needle tip at all times. Or press the safety shield, lever side down, onto a flat surface to cover the needle and lock the shield, i.e., bedside table. Prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually examined for issues and physically tested for functionality of the safety shield. The lot met all acceptance requirements at the time of release. A manufacturing issue was not identified and corrective action will not be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety needle. The customer reports that the lab technician pricked herself with the device during use. She had difficulties trying to get a blood sample from the bottom of the tube as the safety lock of the device prevented the needle to get further into the bottom of the tube. The customer reported she pushed down on the side and retracted the safety lock as far as she could but had to put it back into place to slide the sleeve back down on the needle afterwards. It was during this operation that she pricked herself.